Manufacturer narrative:
A data review was conducted against the device and there was no indication of a device malfunction.

Event description:
Abscess showed up on pt about 2 weeks post tx. Attempted to aspirate 2x and kept filling back up. Pt has abscess lanced by surgeon, clinic placed a wick in the abscess, pt was advised to wash with soap and water twice daily and issue is now resolving.